Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty removing the guidewire tip straightener was confirmed and the cause was determined to be supplier related. The product returned for evaluation was one nitinol guidewire with hoop. A gross visual inspection of the returned unit found that the tip straightener was partially coupled with the hoop such that approximately half of the tip straightener tabs were still inside the hoop. Further inspection under a microscope found that two longitudinally aligned segments of the hoop inner wall adjacent to the tip straightener tabs were deformed. The shape of the deformation was the same as the shape of the tabs. Comparison of the returned hoop against a similar non-complainant sample found that the end of the hoop of the returned sample was flared out. These features likely indicated that the components were not fitting together properly. The unit was then functionally tested by attempting to remove the tip straightener from the hoop. The force required to remove the tip straightener from the hoop was compared against the force needed to remove the straightener from a similar non-complainant sample. Testing found that the returned sample required more force for removal than the non-complainant sample. Measurements for the tip straightener outer diameter, hoop inner diameter, and tip straightener tab height were taken. The tip straightener outer diameter was found to be larger than the hoop inner diameter. Additionally, it is unknown if other factors outside of bd controls, such as handling or environmental conditions, contributed to the reported event. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the blue insertion nozzle, which is used to advance the guide wire into the puncture cannula, is extremely difficult to detach from the screw.